Manufacturer narrative:
Product ID 3889-28, lot# v881399, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# njd060606n, product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).

Event description:
Additional review indicated that prior to being able to increase stimulation, the patient was initially unable to adjust stimulation. Additional information received reported the patient had concerns with where their device was. After the fall, it seemed the device pressed into their back and hurt. It was stated to ¿seem all right¿ after a period of time. It was indicated the patient seemed to have bladder infections since the fall. The patient had an appointment scheduled for (B)(6) 2013.

Event description:
It was reported that the patient fell in the shower three days ago and it hurt ¿like heck.¿ the patient fell right on the device and may have hurt her rib also. It was noted that the patient thought she might have a bladder infection. The patient had been going to the bathroom all the time ever since the fall and actually wet the bed, which the patient does not do. The patient was currently at 5.8 v with the device on, and was able to increase stimulation. The patient was directed to contact her physician.

Manufacturer narrative:
(B)(4).